Event description:
Boston scientific received information that during a routine follow-up, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system, presented with device pocket migration, which had partially eroded through the skin. Additionally the physician reported an active infection around the lead. The patient was hospitalized and the system extracted. No additional adverse effects were reported and no return of product is expected. No information on system replacement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.